Event description:
Synovitis [synovitis]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) female patient, initials unknown with osteoarthritis (grade 3). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was not provided. On an unspecified date, the patient initiated treatment with intra-articular with intra-articular injection of synvisc (hylan g-f 20) in the right knee (dosage regimen not provided). On (B)(6) 1998, the patient received third injection of synvisc. The lot number of synvisc was not provided. On (B)(6) 1998, the patient experienced synovitis in right knee. On an unspecified date in 1998, patient received treatment with 1 cc dalalone (dexamethasone sodium phosphate). On (B)(6)1998, the event of synovitis recovered. The action taken with synvisc treatment was not provided. Relevant concomitant were not provided. The intensity for the event of synovitis was mild. The reporting physician assessed the relationship between synvisc and synovitis as definitely related. Additional information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.